Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer would not maintain power during a routine follow-up despite being plugged in. It was speculated that there may be a battery issue and a new battery was ordered. The programmer remains in use. There was no patient involvement.